Event description:
The hosp reported that the brainlab couchmount was displaced from its position, due to a collision with the linear accelerator. No pt injury occurred according to the hosp, however, a risk to a pt health could not be excluded, since the couchmount is used to fixate the pt's head to the treatment couch of the linear accelerator.

Manufacturer narrative:
There has been no pt injury; however, a risk to pt health could not be excluded. Summary of eval: the brainlab device (including the locking mechanism) works as intended. There is no unanticipated risk with the brainlab device design related to this occurrence. The situation occurred due to an error of use since according user instruction as contained in the user manual have not been fully applied in this case (verify that the couchmount is securely locked every time the couchmount is attached). Corrective and preventive action: the user has been reminded about the according instructions and warnings in the user manual regarding the use of the couchmount.